Event description:
The user reported that during an aortic angiographic procedure the tip of the catheter broke off in the pt. No additional info has been provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: one use suspect device was returned for eval. The user did not indicate if this was the initial use of the device. The detached tip was not included with the returned catheter. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual and magnified inspection, the complaint was confirmed. The tip tubing of the catheter is detached at the fuze zone junction. There is evidence of good melt flow the entire circumference of the body tubing at the fuze zone. The remaining tip material is very jagged and gives the appearance the tip was torn away from the body tubing. There is a kink approx 59.4 cm from the distal end of the strain relief. A review of all production set up samples indicate samples exceeded tensile test requirements. Merit is unable to determine an exact root cause for the reported failure.